Event description:
During advancement of the stent, the shaft of the stent broke outside of the body. The stent was pulled out and was not delivered. A new stent was pulled and placed without difficulty. Manufacturer response for coronary stent, multi-link vision (per site reporter). Unknown at this time. Returning it to manufacturer.